Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was operating as expected at the time of the event. Review of vitros trop I es quality control results from the time frame of the event neither identified nor ruled out the occurrence of a reagent malfunction as the control fluids did not have an expected trop I concentration similar to that of the patient sample in question. It is unknown whether the patient sample in question was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, a reagent issue or pre-analytical sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (3.09 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The expected vitros trop I es result (< 0.012 ng/ml) was determined based on repeat testing of the same sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es result was not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).